Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review.

Event description:
The customer reported that a 100 ml secondary bag of morphine 50mg/100ml (0.5mg/ml) was hung as a secondary at 1453 to infuse at either 0.5ml/hr or 1 ml/hr. At 0029 the oncoming shift staff noted the bag was empty. At that time the device was noted to be programmed at 0.5ml/hr and showed 95.8ml left to infuse. The patient's spouse was in the room twice during the shift, however the keypad was locked. The patient was arousable and vital signs were stable.

Manufacturer narrative:
The customer¿s report of a morphine infusion completing sooner than expected was not confirmed. A review of the pcu event log showed that at 2:57pm on (B)(6) 2015 a basic infusion of an unknown drug was programmed as a primary infusion at 0.5ml/h with a vtbi of 100ml. At 11:26pm, the pause key was pressed with approximately 4ml calculated as being infused. Five minutes later, the channel off key was pressed which powered off the pcu. Further review of the log noted no further infusion from the source device. It is unknown why the infusion was manually ended before the intended programmed length, nor what may have occurred with the fluid within the reported morphine secondary infusion bag. The log review can only determine programming and how much fluid the device recorded as being delivered. The root cause of the infusion completing sooner than expected was not identified. The device, infusion set, and secondary infusion bag were not received for investigation.